Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported that a patient was diagnosed with peritonitis in november and treated with antibiotics. Upon follow-up with the nurse she reported the patient was having difficulties with the physical demands of performing pd at home and a decision was made to transition him to in-center hemodialysis.